Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). The initial reporter also notified the FDA on (B)(6) 2018. Medwatch report # mw5076330. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the measure markings of a 10 ml bd posiflush¿ normal saline syringe were missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident. Due to the batch number being unknown, a DHR review could not be completed. Investigation conclusion: due to the absence of a sample or batch number, the complaint could not be substantiated.